Manufacturer narrative:
Diagnostica stago, inc. Is submitting this report on behalf of diagnostica stago s..a.s. (B)(4) (manufacturer) under exemption number e2012018. Stago investigated the event under corporate complaint file (B)(4). The operator of the instrument does not recall the sequence of removing the cuvettes(e.g. Automatic then followed by a manual). The files retrieved by the stago field support engineer did not contain information from the day of the incident. Therefore, a true root cause cannot be determined, nor can instrument malfunction be confirmed. Stago is concluding its investigation into this matter. Note: numerous attempts were made to submit this MDR (01oct2018, 02oct2018, 16oct2018, and 17oct2018) and numerous tickets were opened. The last was (B)(4).

Manufacturer narrative:
Diagnostica stago, inc. Is submitting this report on behalf of diagnostica stago s..a.s. Gennevilliers (manufacturer) under exemption number e2012018. A stago field support engineer was dispatched to investigate the issue. While at the customer site he "cleaned the cuvette suction tip and head. Checked safety features in multiple situations, every situation tested worked as specified. Couldn't duplicate the issue reported." System testing: passed endurance and qc. (B)(6) signed the work order containing the work performed by the fse stated above. Investigations are currently in progress. The conclusion will be communicated as soon as it is available.

Event description:
On (B)(6) 2018, (B)(6) contacted the stago hotline to report "that one of his techs, ... Was hurt while working on the stago instrument. She was trying to retrieve a broken cuvette out of the instrument. (B)(6) says that his tech stated that the sample arm moved suddenly and bruised and scratched her arm. She was placed on antibiotics. An incident report was requested by stago but was not supplied by the customer. A stago field support engineer was dispatched to investigate the issue. While at the customer site he "cleaned the cuvette suction tip and head. Checked safety features in multiple situations, every situation tested worked as specified. Couldn't duplicate the issue reported." System testing: passed endurance and qc. (B)(6) signed the work order containing the work performed by the fse stated above.